Event description:
A percutaneous tracheostomy tube was being inserted into a pt when the face plate of the trach "broke away" from the cannula. The physician made the decision to leave the tube in place. There was no apparent injury to the pt. A new trach tube was placed in 2009 prior to the pt's discharge to a different level of care.